Event description:
It was reported that patient enrolled in a clinical study and underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed (B)(6) 2006 due to snapping hip syndrome. The head was removed and replaced. A second revision was performed (B)(6) 2007 due to loosening of the cup. Additional information received in patient medical records indicates fibrous tissue and focal necrosis. The head and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-02957 and 1825034-2010-00462 / 00463).